Manufacturer narrative:
Unit was received from the field for evaluation. Refer to evaluation # (B)(4) - observed rusted tip and saline deposits at the base of cap and at case body/irrigation interface. Upon testing failed vacuum test on initial prime attempt. Primed successfully on second attempt. Cutting and irrigation functioned properly. Water was dripping from case body/irrigation tube interface. Upon internal inspection no defects were found. Suspected air in the line caused the reported problem. The DHR for microtip lot 18413-06 was reviewed and showed that the units met manufacturing specifications when released and there were no issues related to the complaint. (B)(4).

Event description:
Failed prime 4 times, primed successfully on the 5th attempt, but saline flow was very slow.